Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon pro¿ packaging was damaged before use, compromising the sterility. This occurred on 37 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "package broken, cannula affected."

Manufacturer narrative:
H.6. Investigation summary three photos and one actual sample were received by our quality team for evaluation. Upon visual inspection, it was observed that the bottom web of the unit package had shrunk and become deformed near the end cap area of the vp part causing it to be force opened at the opening tab; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation on the sealing features of the returned actual sample, it was observed that the grid mark was observed on the bottom web which shows that the sealing process has been completed and the seal width is within specification. The manufacturing process has been reviewed. These batches were packaged by a manual package process, the operator would have detected the reported defect during the manual packaging process. The reported defect could be happened out of manufacturing plant. Therefore, the root cause cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon pro¿ packaging was damaged before use, compromising the sterility. This occurred on 37 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "package broken, cannula affected".